Event description:
It was reported that cadd- solis vip ambulatory infusion alarmed loose air sensor, during testing. No patient injury reported.

Event description:
It was reported that the device had an error message loose air sensor during testing. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. No evidence of error found in the device ehl (event history log). Visual inspection found that the tamper seal was missing. The customer's reported problem of loose air detector was duplicated. The air detector functions as intended, recommend reapplying adhesive to the air detector. Root cause for reported problem in unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Root cause for reported problem in unknown., corrected data: corrections: b5:it was reported that the device had an error message loose air sensor during testing. No patient injury reported;d4: model number 2120.